Event description:
It was reported, "when components were cemented in patient's knee had an observable flexion contracture."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.